Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a gap on the uretero-reno videoscope. There were no reports of patient harm.

Event description:
The reported event occurred during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to b5, d8, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, the root cause of the failure could not be confirmed, as the reported event was also not confirmed. Olympus will continue to monitor field performance for this device.